Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received engaged with a subject instrument. Visual examination of the loading unit noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. Additionally, the proximal end of the loading unit adapter was broken. Due to the noted damage no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic radical procedure for lung cancer. The manual stapling handle and reload were being applied to the lung. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. There was poor staple formation, the staple was bad. The jaws of the device locked onto the tissue. A stapler was used to knock down the tissue. A component of the manual stapling handle broke off, the gun. A component of the reload broke off, the nail bottom. The procedure was converted to open because the new gun broke, nails cannot get down. This led to temporary injury due to enlarging the surgical opening. The incision was extended by more than one inch. The conversion caused permanent tissue damage. More nails to tighten the front of the material pressed off. There was blood loss of more than 500 cc due to the product problem and a blood transfusion was required. The surgical time was extended by thirty minutes or more and extended hospital stay. In order to resolve the issue and complete the case, changed to a new device. The patient outcome is alive, with injury.